Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving inaccurate high readings compared to normal reading. At about 10 days later, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests her blood glucose reading more than 4 times per day and manages her diabetes with lantus and humalog insulin. The pt takes humalog insulin based on a sliding scale per the lfs meter reading. On the event day at noon, the pt obtained a blood glucose reading of "231 mg/dl" on the subject meter, which she felt was usually high compared to her average meter reading of 80-99 at that time. The pt did not take any action per the reported elevated reading. At 1:02 pm, the pt obtained a blood glucose reading of "149 mg/dl" on another device. Sometime after obtaining the "231 mg/dl," the pt reportedly developed symptoms of "sleepy and shaky." The pt indicated that the aforementioned symptoms could be indicative of having either low or high blood glucose. The pt indicated that she was able to test her blood glucose during the onset of the symptom but does not recall a numeric value. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the pt claimed she had symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.